Event description:
The user performed a lot to lot comparison for ckmb after noting a shift in the qc results when switching from reagent to lot number 153686 to reagent lot number 155150. The pt serum samples had been previously tested and the original results for the pt samples had been reported. These results were not provided. The results obtained when tested for the comparison were not reported. All results are in ng per ml. Sample 1 result with lot number 153686 was 6.58, results with lot number 155150 were 4.98 and 5.77. Sample 2 result with lot number 153686 was 3.17, results with lot number 155150 were 2.14 and 2.35. Sample 3 result with lot number 153686 was 3.77, results with lot number 155150 were 2.32 and 2.70. The user refused a service visit as they felt there was no issue with the analyzer performance.